Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. As a result, customer experienced "pain", "inflammation" and had contact with a healthcare professional (hcp) who provided unspecified third-party treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the returned sensor patch, an no issues were observed. Unable to perform further investigation due to applicator not returned. If the applicator is returned, a physical investigation will be performed, and a follow-up report submitted. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. As a result, customer experienced "pain", "inflammation" and had contact with a healthcare professional (hcp) who provided unspecified third-party treatment. There was no report of death or permanent injury associated with this event.